Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient sample is not available for investigation.

Event description:
The initial reporter received questionable thyroid assay results for one patient sample tested on the cobas e 801 analytical unit. This medwatch is for the elecsys ft3 iii assay. Please refer to the medwatch with a1. Patient identifier: (B)(6) for the elecsys t4 assay. (B)(6) for the elecsys ft4 IV assay. (B)(6) for the elecsys t3 assay. An interferent is suspected for these assays. Please refer to the medwatch with a1. Patient identifier: (B)(6) for the questionable elecsys anti-tpo assay results. Please refer to the attachment (B)(6) in the medwatch for the table containing the questionable results from the analyzer compared with the assay results from a beckmann analyzer.